Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the disconnection in camera unit led to white dots in image. The most probable cause of disconnection in camera unit is traced to electronic component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the autoclavable camera head exhibited white dots in image and disconnection in camera unit. There was no patient involvement.